Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The right plunger case was cracked, all other cases were intact. Event history log (ehl) showed: check syringe plunger sensor. At power up process, the problem was duplicated; the dowl pin was not in place. The cause of the issue is known and is design related. Action(s) taken to mitigate the reported issue(s): replaced dowl pin and plunger head mount.

Event description:
It was reported that the pump had a plunger sensor issue. No patient injury was reported.